Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired and the causes of death were respiratory arrest, systolic congestive heart failure, atherosclerosis, and unspecified natural causes. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Event description:
New information states that the death was sudden, the physician does not allege the device played any role in the patient's death, the device had functioned properly.